Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. It is not known how the patient manages his diabetes or what action he took at the time of the alleged issue. The patient did not specify developing symptoms. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca was unable to resolve the alleged issue. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury and no evidence the patient received medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
The 510(k) # is k073231.